Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, subject was seen in emergency room with right hip pain for 2 weeks, crunching with motion and difficulty ambulating. Liner fracture was confirmed by x ray and CT of the hip. Subject had a revision and removal of the original acetabular, liner, modular neck and femoral head and was discharged on (B)(6) 2015.

Manufacturer narrative:
We noticed that this complaint was already entered into our system under the incident number:(B)(4). The incident entered in 2015 will be updated with the new information and will be un reporting due to duplicate complaint - attachment: [fdatimingletterunreportingduplicate200202178.pdf]